Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06143 & 06144).

Manufacturer narrative:
The returned head and cup were evaluated and was found to have been manufactured within specifications. Visual examination of head and cup appeared to show evidence of damage consistent with the reported cup dislocation. The head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces and possible metallic transfer marks. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established during visual examination. Evaluation was unable to identify the root cause for dislocation.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The acetabular cup and modular head were removed and the stem remained implanted.